Event description:
It was reported to physio-control that the customer's device had all three indicators (charge-pak, attention, and service wrench) in its readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The customer declined further evaluation of the device and requested to have the device returned to them. Further evaluation could therefore not be performed, and a cause of the reported issue could not be determined.